Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer: 3/13/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection of the return sample showed that the product was cut in pieces, most probably to make the explant possible. Due to the condition of the return sample, additional analysis was not possibles. The customer''s reported complaint could not be confirmed. Manufacturing record review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A review of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. As a result of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, was submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is between (B)(6) 2019 and b)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to refractive error due to astigmatism that presented after surgery needing a toric lens to correct his vision. No wound enlargement and no vitrectomy was performed. The patient was reported doing well post-op. No further information was provided.